Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has not recovered from the event. Five days after the event onset, pd therapy was discontinued. On an unreported date, the pd catheter was removed and the patient was changed to hemodialysis. No additional information could be provided as the reporter declined follow up.